Manufacturer narrative:
Batch review performed on 04 fabruary 2025: lot 2119433: (B)(4) items manufactured and released on 25-may-2022. Expiration date: 2027-05-09. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Lot 2116926: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-12-19. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Event description:
At about 2 years, 2 months after the primary, the patient came in reporting mid-flexion instability and the cause is unknown. The surgeon revised the tibial tray and liner. The surgery was completed successfully.